Event description:
Legal documentation rec'd indicates that a pt underwent knee surgery when a piece of instrument broke off inside her knee. Subsequently, causing her great pain, suffering, emotional distress and retarding her healing period. The pt did not discover that the instrument piece was still in her knee until march 1997.